Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurrent incontinence leading to the procedure. They were not aware about device malfunctions. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.